Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4), description: linear 3-4 lead, 50cm. The explanted device was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient¿s lead had eroded. It was confirmed that there was an actual break in the skin. The patient underwent a revision procedure wherein the lead was replaced. No device malfunction suspected. The patient was doing well postoperatively.